Manufacturer narrative:
The reported malfunction was observed and attributed to a burnt monitor board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the transport of a (B)(6) female patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.